Event description:
It was reported that the device failed the plunger test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the bottom and right plunger cases were cracked. During flow testing, reported problem was replicated. The root cause of the reported issue was found to be normal wear, as the part was over ten years old. Replaced size pot. (UDI) is unknown. No product information has been provided to date.